Manufacturer narrative:
Event date: exact date unknown, event occurred over the past year.

Event description:
It was reported that the patients ipg was not holding a charge and the patient was experiencing pain. The patient underwent a revision procedure wherein the ipg was replaced, and two leads were added. The patient was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.